Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on 10-1 at 08:40 am, a PICC tube was placed, and at 19:30 am, 5-fu, 6 ml/h, was pumped intravenously through the PICC tube. 10-2 at 01:31 am, on ward rounds, the PICC tube was secured in place with no special features. 02:32 pm, a nurse on ward rounds found that the PICC tube was broken and dislodged. Immediately gave pressure to stop bleeding. She checked the puncture port, right upper extremity and chest wall skin for any abnormalities, applied magnesium sulfate solution to the right upper extremity to prevent phlebitis, and elevated the right upper extremity. Report to the doctor to suspend 5-fu pumping. No other information provided, at this time.